Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported overheating was not able to be confirmed by a manufacturer repair technician through visual inspection. Signs of third party work on the internal components of the device were noted during failure analysis. Unauthorized modification of these components is a potential cause of the reported overheating. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.